Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device has been explanted and replaced.

Manufacturer narrative:
Visual/photo analysis: visual analysis of the photographs identified, red particles observed, on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii/IV. Device has been explanted, replaced and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 b5.

Event description:
The affected side is right. The device has been discarded.